Event description:
It was reported that the pulse generator connector would not accept the lead. The pulse generator was no longer used and a new device was implanted. There were no consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that it was difficult to insert the test lead into the pulse generators atrial connector port and the lead insertion force used to insert the lead was out of specification for the product.